Manufacturer narrative:
The electronic logfile was available for investigation. The reported problem could partially be confirmed by means of the information stored therein. About 24 minutes into the case in question the device detected fluctuations of the peep between 5mbar, which was the set value, and 12mbar. The device posted corresponding visible and audible alarms such as peep high and continuous pressure. In contrast to what was reported there was no entire stop of automatic ventilation but it was impaired by an unstable control of the peep. A failure of the electronic peep valve was determined as the root cause for the fluctuation. The integrated airway pressure monitoring continuously provides the user with readings/curves of the measured airway pressure. In the case of high and/or continuous pressure situations appropriate alarms (pressure high, continuous pressure) are given. If required, the mv2 valve is opened in order to relieve pressure. Replacement of the electronic peep valve has fixed the problem. The device was tested after the repair and has been returned to use. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported, that the device posted a ventilator failure alarm during use. There was no injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported, that the device posted a ventilator failure alarm during use. There was no injury reported.